Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the clinic for testing and no noise was able to be reproduced. Two weeks after the in office testing the patient presented to the emergency room after hearing tones from the implantable cardioverter defibrillator (ICD). High out of range rv pacing impedance measurements were once again noted. At this time the physician has opted to continue to monitor the patient and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from the implantable cardioverter defibrillator (ICD). A remote interrogation was performed which found high out of range pacing impedance measurements of greater than 3000 ohms for the ICD and another manufacturer's right ventricular (rv) lead. Review of the lead trend information noted jumps in the impedance measurements starting the year prior. No noise was observed on the two stored electrograms (egms). Boston scientific technical services (ts) suggested bringing the patient in for evaluation. The field representative will attempt to obtain additional information. The ICD and rv lead remain in service and no adverse patient effects were reported.